Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her insulin pump alarmed with a compromised force sensor system and that her drive support cap was damaged. The patient's blood glucose at the time of incident was 117 mg/dl. During troubleshooting the customer discovered the protruded drive support cap. A no delivery alarm also occurred while the customer was on the phone. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker. The insulin pump was received with a rattling vibration due to the vibrator motor adhesive not adhering.